Event description:
Information received by medtronic indicated that the customer reported that an issue with the inpen. It was stated that whenever the customer tried to prime, the insulin was not delivered. The customer also reported hyperglycemia over a blood glucose value of 282 mg/dl and treated it with manual injection/syringe. Troubleshooting was performed and found that there were no cracks and/or moisture around the cartridge. The issue was not resolved even after changing the needle multiple times. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Per visual inspection: missing injection foot. No physical damage noted to cartridge holder and inpen front shell. The leadscrew was received 1/4 it's travel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 0.484 v. Unable to perform baseline/wireless functionality test or displacement dose accuracy. Unable to perform leak test due to missing injection foot. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.10 ozf-in). Inpen passed front cap investigation. In conclusion: unable to verify alleged high bg. Found a missing injection foot during visual inspection. A missing injection foot can affect insulin delivery. Therefore unable to verify customer's complaint for leadscrew anomaly. Inpen did not pair app during testing due to depleted battery (0.484 v). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.